Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed the reported perforation appears to be related to procedural circumstances, which then led to the cascading effects of pericardial effusion, cardiac arrest, cardiac tamponade and cerebrovascular accident (stroke). While the primary cause of death was multi-organ failure secondary to sepsis from limb ischemia (unrelated to the device); the mitraclip procedure resulting in the patient effects listed above also may have contributed to the patients subsequent death. The reported patient effects of pericardial effusion, cardiac tamponade, cardiac perforation (atrial perforation), stroke (cerebrovascular accident), cardiac arrest and death as listed in the mitraclip nt system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, the following information was provided: the cause of death is multi-organ failure secondary to sepsis from limb ischemia. The patient had peripheral vascular disease & diabetes, that would have caused or contributed to the patient death. In the physician's opinion the general frailty of the patient could have also contributed to the death. It is the physician's opinion, that the mitraclip/mitraclip procedure was an overall contributing factor to the patient death, if the patient did not have the mitraclip procedure then the cascade of events, the la rupture would not have occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 3-4. The steerable guide catheter was advanced and the mitraclip delivery system was inserted. Shortly after the cds was in the straddle position, a pericardial effusion was noted. The left atrial appendage (laa) was noted to be dissected, an 8 mm perforation was found in the roof of the left atrium. Pericardiocentesis was performed. The mitraclip procedure was discontinued, no clips were implanted. The patient required CPR due to low output cardiac arrest/cardiac tamponade. The mr grade remains 3-4. It is the physicians opinion, that the cds caused the perforation leading to the pericardial effusion and tamponade. Mitral valve repair was performed. The patient is cardiovascular stable. On (B)(6) 2018, a cat scan was performed and it showed small multiple strokes. It is the physicians opinion, that the mitraclip/ mc procedure was a contributing factor to the strokes; the most likely caused la perforation leading to tamponade and prolonged CPR. The patient was discharged, patient health deteriorated; and was readmitted. On (B)(6) 2018, the patient died from multi-organ failure. The cause of death is likely due to sepsis from limb ischemia, but this was not confirmed. No additional information was provided.